Event description:
A pump with an error code 812. Information as not provided regarding whether or not the event occurred during patient use. According to the hospital representative there was no patient injury or medical intervention reported.